Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the instrument was not working with e-100 generator. Before calling technical support engineer (tse), the customer tried to connect two different types of instruments to e-100, but the bipolar port led stay unlit. They had already power cycle the generator, but issue remained. Tse advised to reinstall the instrument and check the sterile adapter; however, it was stated that it was not working. The customer used the erbe generator and completed the procedure as planned with no injury to the patient.

Manufacturer narrative:
A field service engineer (fse) went on site and replaced the e-100 to resolve the issue. Fse found the generator was not properly activated when it was initially installed. Intuitive surgical, inc. (Isi) has received the generator for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the e-100 generator involved with the complaint and completed the failure analysis investigation. The e-100 was analyzed, and failure analysis could not replicate the reported issue. This unit was installed onto the test system, and it worked as expected with a vessel sealer extend instrument installed. The e-100 generator performed the cut/seal function without any issue. The customer reported complaint was not confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.